Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device using a 5f sheath after a diagnostic procedure. Reportedly, the plastic sheath of the starclose se device was stuck in the patient and the device could not be removed. An abbott vascular clinical field specialist instructed the physician on the use of the safety release mechanism. The device was removed using the safety release mechanism. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.